Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported that upon removal a u by kotex sleek regular tampon fell apart leaving pieces inside. She removed the pieces and does not plan to seek medical attention.